Event description:
The pt reported, that one day post implant; the programmer displayed a message that instructed the pt to call the doctor with error "power-on-reset." The ins had worked fine after initial hospital discharge and all through the night; then at some point the unit cut-off. The mfg rep reset the device two days after implant, but por occurred again within nine hours of reprogramming the unit. The device was replaced; there was no injury to the pt. The pt received sufficient pain relief after the procedure.

Manufacturer narrative:
Final device analysis results reveal an ipg hybrid component anomaly. The cause of the reported por (power on reset) product problem was identified as a fractured solder joint on one side of the capacitor, which caused an open circuit.